Event description:
It was reported that during the surgical procedure one of the tips of the harmonic curved shears insert broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was successfully completed with a replacement insert. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory has not yet been returned for eval. Once the instrument accessory is returned and evaluated, a follow-up MDR will be submitted.